Event description:
It was reported that patient's atrial lead exhibited noise. During lead revision procedure insulation damage was noted on patient's right ventricular (rv) lead. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the partial lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage to the inner insulation. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.